Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recn0677 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recn0677) have been reported from the same facility in (B)(6).

Event description:
It was reported that when the passage of the catheter was completed, and when the introduction of the connectors portion was performed, one of the tabs broke. It was necessary to open another catheter. This issue happened in two occurrences. This report addresses the second occurrence.